Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2009.

Event description:
It was reported that t-wave oversensing was noted on the electrogram post ventricular pacing. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.